Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that some time after a breast biopsy procedure, the patient experienced irritation of the skin in the are of the biopsy site. There were no patient consequences.